Manufacturer narrative:
Concomitant medical product: xom unknown bur: the product number, lot number, manufactured date, use by date, and 510k number are unknown. (B)(4) (s/n (B)(4)): initial inspection of the handpiece indicates that the bur did not insert into the handpiece smoothly. The top bearings were covered with rust and the handpiece overheated after one minute. The one-minute pre-repair temperature test results are as follows: 28.0 degrees c at the rear, 30.6 degrees c at the middle, and 50.3 degrees c at the nose. Xom unknown bur: the bur has not been returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a mastoidectomy, the visao drill overheated approximately 5 minutes after starting to operate. After the drill overheated, the heat did not decline. The case was delayed approximately 30 minutes and completed using the reported drill. The customer indicated that since the bur was used multiple times, it was suspected that the connector on the bur had an anomaly. There was no reported user/patient impact or injury.

Manufacturer narrative:
Correction: date manufacturer became aware of the event was (B)(6) 2017. Correction: date available for evaluation was (B)(6) 2017. The 3334800 (drill, visao handpiece): the product analysis confirms that there was deterioration of the nose, shaft, collar, middle housing, and bearings due to dirt and rust. The handpiece was disassembled and cleaned. The consumable parts, including motor cable assembly, nose, shaft, collar, middle housing, and bearings were replaced. The device was repaired and tested to manufacturing specifications. Xom unknown bur: the bur was discarded by the customer. A product analysis has not been performed. If information is provided in the future, a supplemental report will be issued.